Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device; this part was received in good condition with no signs of damage or deformation. One buttress/compression nut, one 130 degree aiming arm, and one blade guide sleeve were returned. These instruments are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The buttress/compression nut threads onto the guide sleeve, and connects to the aiming arm. The technique guide was reviewed for proper use of the instrumentation for this system. The returned buttress/compression nut, 130 degree aiming arm, and blade guide sleeve were received in good condition with no signs of damage or deformation; a replication of the malfunction was attempted by mating the buttress/compression nut with the blade guide sleeve and aiming arm. These three parts were found to function adequately, with no difficulties threading to the blade guide sleeve or mating with the aiming arm, and this assembly maintained secure connections the entire thread length. This complaint could not be confirmed. The drawing for this part was reviewed and the design, material and finishing process was seen to be adequate for its intended use, and the received part is dimensionally compliant. Given the condition of the returned part, and the ability of the buttress nut, guide sleeve and aiming arm to maintain a secure connection, this complaint is unconfirmed. This device was found to be acceptable for use and did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure performed on (B)(6) 2014 the 130 degree aiming arm used with a trocar and "buttress" nut unlocked multiple times causing a 5 minute delay in the surgery. Although the devices were used to complete the surgery the surgeon to had to make a "much bigger incision" to compensate for the unlocking. The surgery was successfully completed and the patient outcome was reported as "fine". This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the DHR was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.